Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic lobectomy, upon removing the lungs, the device did not fire, the surgeon was able to press the green button but unable to squeeze the handle , the device was changed to complete the case. The patient has no injury.